Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated total bilirubin (tbil) result that was generated by the unicel dxc 600i synchron access clinical systems for a single pt sample. A pt result of 18.6mg/dl was reported out of the lab and questioned by a physician because the result was not in line with the previous tbil results and did not correlate with the pt's clinical condition. The sample was retested for tbil on the same day, 6 hours later, and gave a result of 12.5mg/dl. The result was accepted and a corrected report was issued. The customer has not received any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
The specimen was a capillary heel stick taken from an 11 day old neonate, collected in a microtainer tube. A review of the pediatric tbil qc showed a 10 day mean of 21.0mg/dl with an sd of 0.334 with no outliers. This is well within the beckman coulter inc. (Bci) precision claim for this analyte. A field service engineer (fse) was not requested. No additional info regarding this event is available, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.